Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they previously had a problem where they were unable to connect to their ins with their controller (pt was seeing no device found screen). Pt said they spoke with their manufacturer representative (rep) who had them take the battery out of the controller and that resolved their problem. The pt said their controller wasn't finding their ins even though they had the recharger (rtm) right over the ins (pt was seeing no device found). Pt said they had tried taking the battery out of the controller like their rep had them do previously and that did not resolve the issue and they noticed their battery pack was in two pieces. Pt inspected the rtm and said it looked good, however, the rtm does get hot when recharging. An email was sent to the repair department to replace the li battery and rtm. No symptoms were reported. Additional information received from the patient. It was reported that the patient received the recharger and battery pack. The battery door on the controller did not fit over battery of the new li battery pack. It was explained to the patient that they were sent the new style battery pack and the patient was guided through installing the new style battery door on their controller. They were able to install the new style battery door on the old controller but said the battery door that was sent on the dummy controller would not go over the new battery pack. The new battery pack was "way bigger than the old one". They attempted to install the new battery in the controller for several minutes, but could not get the new battery pack in the controller. The new battery pack kept popping out of the controller and the new style battery door did not fit over the new style battery pack when the battery pack was in the controller (it was not tight in the controller). They inspected the controller, but no damage was detected. A replacement controller was requested.